Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event and similar events, it is likely the reported event was caused by an asymmetrical instrument that was inserted through the seal subassembly in a non-axial manner such as a grasper or a suture needle. Applied medical¿s instructions for use (IFU) states "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic nissen fundoplication event description: a transparent part of the trocar reducer has become detached from the trocar head. Changed trocar. Additional information received from applied medical representative via email on 28oct25: the component detached as a piece. It was a transparent part of the double duckbill. It fell into the patient and retrieved. The color was clear transparent. No information regarding instrumentation passed through the event unit(s) during the procedure. No information if any internal seal components removed or cut to inspect the damaged component. Additional information received from applied medical representative via email on 31oct25: a single use kii trocar seal, which is also called reducer as far as I know. Additional information received from applied medical representative via email on 05nov25: procedure: laparoscopic nissen fundoplication. Concomitant device: [competitor brand] 5mm grasper, [competitor brand] excel ref x32047. Transparent part of the kii trocar seal detached. No pieces fell into the patient, it stayed inside the trocar sleeve. The color was clear(transparent). [Competitor brand] excel ref x32047 instrumentation passed through the event unit(s) during the procedure. The internal seal components were removed or cut to inspect the damaged component. Additional information received from the applied medical customer relations team via email on 15dec25: npr. Intervention: device replacement. Patient status: patient is fine.

Event description:
Procedure performed: laparoscopic nissen fundoplication event description: a transparent part of the trocar reducer has become detached from the trocar head. Changed trocar. Additional information received from applied medical representative via email on 28oct25: the component detached as a piece. It was a transparent part of the double duckbill. It fell into the patient and retrieved. The color was clear transparent. No information regarding instrumentation passed through the event unit(s) during the procedure. No information if any internal seal components removed or cut to inspect the damaged component. Additional information received from applied medical representative via email on 31oct25: a single use kii trocar seal, which is also called reducer as far as I know. Additional information received from applied medical representative via email on 05nov25: procedure: laparoscopic nissen fundoplication. Concomitant device: [competitor brand]5mm grasper, [competitor brand] excel ref x32047. Transparent part of the kii trocar seal detached. No pieces fell into the patient; it stayed inside the trocar sleeve. The color was clear (transparent). [Competitor brand] excel ref x32047 instrumentation passed through the event unit(s) during the procedure. The internal seal components were removed or cut to inspect the damaged component. Intervention: device replacement. Patient status: patient is fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.